Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump received motor error alert. The customer¿s blood glucose level was unknown. During troubleshooting, customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken off and missing the end cap. Device received with missing motor assembly. Device received with physical damage to electronic assy. Unable to perform displacement test, prime test, excessive no delivery test and occlusion test or test for motor error alarm and loose drive support disk due to physical damage to device . (B)(4).